Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA with supplemental information from the nurse of peritonitis in a male patient coincident with dianeal unknown therapy. On an unreported date, the patient they were diagnosed with peritonitis. On an unknown date, the patient was hospitalized. The patient was discharged from the hospital on (B)(6) 2012. Patient is recovering from peritonitis. The peritoneal dialysis nurse (pd rn) stated that the patient was hospitalized for "something other than peritonitis." The peritonitis occurred while the patient was hospitalized. The pdrn declined to provide further information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd891317, gd891085, and gd890533. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.